Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan for the MRI conditional pacemaker system, a lead safety switch (lss) was observed to have been triggered due to high out of range pacing impedances exhibited by this right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested further review of the stored device data. Ts reviewed the data and was able to confirm the rv lead pacing impedances had been observed to be gradually increasing, measuring more than 2000 ohms. Ts discussed with the hcp and advised to consult cardiology for further testing and review of the rv lead. At this time, the rv lead remains in service. No adverse patient effects were reported.